Event description:
It was reported that the user experienced elevated glucose during the night and was later in range at 162 mg/dl, after being without insulin for a large part of the prior day due to an occlusion, and the user requested to speak with a clinician regarding concerns about high glucose. Symptoms included hyperglycemia. Outcomes included user concern and a request for clinical follow-up without the need for medical intervention or hospitalization. Investigation included complaint intake and troubleshooting education for high glucose. Investigation of this case revealed user-reported interruption of insulin delivery consistent with an occlusion and subsequent high glucose, with no additional device performance details available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.